Event description:
The company was informed that the patient was experiencing intermittencies. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Revision surgery has been scheduled.